Manufacturer narrative:
Date of event: the date of the event is unknown. Bsc became aware of the event on (B)(6)2019. Therefore, a date of (B)(6) 2019 has been entered to indicate that the event occurred on an unknown day in (B)(6) 2019. (B)(6). Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 19feb2020. It was reported that failure to inflate and damage to a balloon occurred. A 15mm x 2.50mm wolverine coronary cutting balloon was advanced to the target lesion, but the balloon was unable to inflate. It was noted that the device was damaged but without any cause or visibly damage from the physician. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. However, device analysis revealed a pinhole in the balloon.